Event description:
It was reported that the system responded with error 7 when hand activation was enabled at the beginning of the lap colon case. The customer used another handpiece with no pt consequence.